Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance or follow-up calls, support was unable to obtain additional information, and no further action was required.